Manufacturer narrative:
Subject device remains implanted.

Event description:
The patient underwent treatment of an aneurysm in the left internal carotid artery and experienced visual sensations of unknown etiology approximately 1.5 months post treatment. It was reported the physician administered clopidogrel 75 mg for 10 days to avoid retinal ischemia. There was no allegation of malfunction against the subject device; according to the physician, there is no clear relationship between the patient's visual sensations and the procedure. Additionally, the event was reported unrelated to medication or patient pre-existing condition.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. However, patient's visual sensations is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of known risk of device was assigned to this event.

Event description:
The patient underwent treatment of an aneurysm in the left internal carotid artery and experienced visual sensations of unknown etiology approximately 1.5 months post treatment. It was reported the physcian administered clopidogrel 75 mg for 10 days to avoid retinal ischemia. There was no allegation of malfunction against the subject device; according to the physician, there is no clear relationship between the patient's visual sensations and the procedure. Additionally, the event was reported unrelated to medication or patient pre-existing condition.